Event description:
It was reported that the viatrac dilation catheter was being used in the left renal for stent post-deployment. While further expanding the ends of the stent, the balloon ruptured at 15 atms. The catheter was retracted; however, the ruptured balloon became stuck inside the stent. The distal part of the balloon separated in the left superficial femoral artery (sfa), and remained in the pt. A snare device was used to successfully retrieve the remaining piece. No pt effects were reported.